Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, undersensing and low pacing impedance were observed on the right ventricular (rv) lead. The healthcare professional suspected lead damage was the cause of the event. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.